Event description:
Pt undergoing ileal conduit urinary diversion with appendectomy of carcinoma of the bladder. Conmed device used to seal vessels and then cut through them. Two reps for conmed presented ((B)(6)) because this device was new to us. Two hours into the case the tips of the device split apart into six pieces as opposed to the original 2 pieces. Conmed reps immediately provided a replacement and procedure proceeded without further incident. Upon questioning, the reps stated this was a known problem, but tips have been revised to address the problem. An 'old' version was used initially on the case. Altrus thermal tissue fusion ref: (B)(4), lot: 12bhb008, exp: 2-2013, (B)(6), conmed cell phone: (B)(4).